Manufacturer narrative:
Journal article: treating diabetic all-comers with contemporary drug-eluting stents: prespecified comparisons from the bio-resort and the bionyx randomized trials authors: eline h. Ploumen, rosaly a. Buiten, marlies m. Kok journal: international journal of cardiology year: 2020 reference: doi.org/10.1016/j.ijcard.2020.10.051. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Average age, majority gender, date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled "treating diabetic all-comers with contemporary drug-eluting stents: prespecified comparisons from the bio-resort and the bionyx randomized trials" was submitted. The aim of the article was to assess the clinical safety and efficiency of pci with contemporary drug eluting stents (des) using the manuscript reports of two separate large scale randomized trials, the bio-resort and bionyx. Both trials analyzed patients with known diabetes. The primary end-point of the study was tvf, a composite of cardiac death, target vessel myocardial infarction (mi) and target vessel revascularization (tvr). The secondary end-point of the study was target lesion failure (tlr), a composite of cardiac death, target vessel mi and tlr, and also stent thrombosis (definite or probable). Resolute integrity coronary drug eluting stents were among the devices used in the bio-resort study. Resolute onyx coronary drug eluting stents were among the devices used in the bionyx trial. Two year clinical outcomes included cardiac death, target vessel mi, tvr, tlr and stent thrombosis (definite and probable). The article also stated that a previous analysis of endeavor resolute coronary drug eluting stents reported a two year target lesion failure rate of 9.5%, which included cardiac death, target vessel mi, tvr, tlr and stent thrombosis (definite and probable).